Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to login, when tried to login system displayed an error message as "please correct the following before proceeding". Nurses were unable to log in to pyxis as well. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the login. A technical support specialist logged into the station and reviewed the core authentication event for the user and confirmed successful recent logins to server web, with the last failed attempt. Customer also confirmed that the login issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.